Event description:
The customer stated that it appeared that a contact is missing on the base unit of the device. It also appears to be burnt. A request was made for the return of the suspect device and replacement product was sent.